Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture 2 days post-implant (possible cause or contributor to fracture not reported to rep). A secur-fit max stem and biolox c-taper head were revised to a resotration modular stem construct with another biolox head. The explants are allegedly available for return and the rep has an x-ray, and reported that no further information will be available.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a secur-fit max 132 hip stem #8 was reported. The event was confirmed through medical review. Method & results: product evaluation and results: visual inspection was performed and indicated nothing remarkable to report. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: x-ray shows the tip of the stem exiting the lateral femoral cortex, confirming fracture at the distal tip, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to femoral periprosthetic fracture 2 days post-implant (possible cause or contributor to fracture not reported to rep). A secur-fit max stem and biolox c-taper head were revised to a resotration modular stem construct with another biolox head. The explants are allegedly available for return and the rep has an x-ray, and reported that no further information will be available.